Event description:
The hospital reported difficulty performing a calibration of the anesthesia machine. There was no reported patient involvement.

Manufacturer narrative:
This malfunction was determined to be reportable as this same malfunction has previously contributed to a serious injury within the last two years. Reference MDR 2112667-2012-00035. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.